Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error, during bolus. Customer's blood glucose was 5 mmol/l. Troubleshooting was performed. The device wasn't dropped, bumped, or exposed to any kind of magnetic field. Customer doesn't use the sensor feature and was able to rewind the device. However, each time the she primes the device alarms motor error again. Customer was advised to discontinue use of the device of and revert to back up plan. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.